Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. It was unknown about the symptoms experienced by the customer due to high blood glucose. It was unknown whether the troubleshooting was performed or not. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. It was unknown whether the customer will continue or discontinue to use the device. The product will not be returned for failure analysis.